Event description:
The manufacturer received information alleging a service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue. The device had evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported a ventilator's flow sensor assembly was replaced to address a service required alarm condition. The flow sensor assembly was not replaced. The device was returned to the customer unrepaired as per customer request.